Event description:
It was reported that a gradually increasing high voltage lead impedance was observed. Fibrotic encapsulation of the ICD can was suspected. The device remains implanted. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.